Manufacturer narrative:
MFR received date: 21 jul 2019. Date of report received: 30 aug 2019. International UDI - (B)(4) serial number - (B)(4). There was no on-site evaluation by the manufacturer. This event was addressed via telephone between the customer and the manufacturer's international phone technician. The manufacturer's international phone technician provided information regarding the potential replacement of the data acquisition printed circuit board assembly. However, the customer opted to address the repair of the device independent of the manufacturer, and the resolution of the device is not known. No further information regarding the device was made available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a ventilator that failed an air flow accuracy test. There was no patient involvement/harm.